Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the cartridge was getting air bubbles. The reporter confirmed using room temperature insulin, cycling cartridges before use, not forcing air through insulin. The reporter indicated that the patient's blood glucose levels would elevated and then bubbles would be found in the tubing; there were no blood glucose values or symptoms reported. This report is made based on the allegation of the cartridge air bubbles issue.